Event description:
It was reported that the pt experienced a return of symptoms and increased baseline pain. Upon refill, it was noted that more volume than was expected, was aspirated from the pump. The pt had previously experienced a "bubble" on the right side of the spine at the catheter insertion site. The dose, concentration, and drug in the pump was not reported. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.